Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the most recent repair record determined the cutter was damage and the roller was discolored; however, the repair was not completed due to material hold. The device history record was reviewed and no discrepancies relevant to the reported event were found a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the roller was defective as the skin is no longer transporting. The event did not occur during surgery. There was no patient involvement. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : germany. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.